Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak from an unknown location at an unknown phase of treatment after arriving at the house. There was also an issue disconnecting the patient. The patient contact was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the reported fluid leak event and the cassette was found to be wet. It is unknown if there was fluid in or around the cycler, the phase of treatment, or the cause of the fluid leak. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak from an unknown location at an unknown phase of treatment after arriving at the house. There was also an issue disconnecting the patient. The patient contact was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the reported fluid leak event and the cassette was found to be wet. It is unknown if there was fluid in or around the cycler, the phase of treatment, or the cause of the fluid leak. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event.